Event description:
Edwards received notification from our affiliates in france. As reported, it was a valve-in-valve implant of a 26mm edwards sapien 3 ultra valve within a 25mm edwards surgical valve in the mitral position. During the procedure, the commander delivery system was torqued to cross the septum and when attempting to deploy the sapien 3 ultra valve the balloon of the commander delivery system did not inflate. Therefore, the commander delivery system with sapien 3 ultra valve and esheath+ were retrieved together from the patient. After removal, saline solution was observed between the volume indicator and balloon inflation port of the commander delivery system. A new 26mm sapien 3 ultra kit was prepared and the valve was implanted uneventfully. The patient did not experience any injury during the procedure. The patient was fine post valve implant.

Manufacturer narrative:
The device was not returned for evaluation as it was not available. Therefore, a no product return engineering evaluation was performed. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint of delivery system leakage was unable to be confirmed as no relevant imagery or device was returned for evaluation. Due to unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. As reported, ''during procedure, the commander delivery system was torqued to cross the septum and when attempting to deploy the sapien 3 ultra valve the balloon of the commander delivery system did not inflate. [...] After removal, saline solution was observed between the volume indicator and balloon inflation port of the commander delivery system''. In this case, the issue was undetected during device preparation, so it is likely that the reported damage occurred during the procedure. It is possible that the balloon shaft/y-connector bond was damaged during the reported torquing of the delivery system during septal wall crossing, leading to the reported leakage. However, due to unavailability of the device or relevant imagery, a definitive root cause was unable to be determined. No device problem or manufacturing non-conformance that would have contributed to the complaint event was identified during the evaluation. No labeling/IFU deficiencies were identified. Therefore, no further escalation is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.